Event description:
It was reported that suture placement with a prostar xl device was attempted in the common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi). Reportedly, during use the needles failed to deploy. The arteriotomy was 18fr. A surgical suture was used to achieve hemostasis following the tavi procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.